Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-(B)(6). The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10

Event description:
It was reported that unspecified bd¿ syringe and needle separated during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the medication is hard to draw and the needles are not tightly secured to the syringes which has led to them separating. Event description per medwatch report states: I have noticed that all of our supplies have changed. The pre-packaged 3ml syringes used to come with 18 1 inch needles on them. The now come with 20 1 inch g. This makes it harder to drawn up the medications. The quality has gone down in these products as well. The needles could be a safety risk as some of them are not tight to the syringe. Also, when I have to change them to the 25 1 inch, after I draw them up, I sometimes end up throwing away the entire syringe because the new needle top doesn¿t lock in tight to the teeth of the syringe, therefore wasting meds and supplies. I double check all of the for tightness before giving them to the providers to use, however, my worry is if they give the injection and the top comes off of the needle doesn¿t stay on tight, it could harm the patient and/or cause needle sticks to the provider. The other issue is that there are no longer any 5ml or 10ml syringes. There are not only 3ml, 6ml, 12ml syringes. The providers are not happy with this change either. Using the bigger syringes makes it harder to push the medication when they could get by with a smaller syringe. Please let me know if there is any way to get out old supplies back. In the 10 years I have worked here, I have never had any issues with supplied until now.

Event description:
It was reported that unspecified bd¿ syringe and needle separated during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the medication is hard to draw and the needles are not tightly secured to the syringes which has led to them separating. Event description per medwatch report states: I have noticed that all of our supplies have changed. The pre-packaged 3ml syringes used to come with 18 1 inch needles on them. The now come with 20 1 inch g. This makes it harder to drawn up the medications. The quality has gone down in these products as well. The needles could be a safety risk as some of them are not tight to the syringe. Also, when I have to change them to the 25 1 inch, after I draw them up, I sometimes end up throwing away the entire syringe because the new needle top doesn¿t lock in tight to the teeth of the syringe, therefore wasting meds and supplies. I double check all of the for tightness before giving them to the providers to use, however, my worry is if they give the injection and the top comes off of the needle doesn¿t stay on tight, it could harm the patient and/or cause needle sticks to the provider. The other issue is that there are no longer any 5ml or 10ml syringes. There are not only 3ml, 6ml, 12ml syringes. The providers are not happy with this change either. Using the bigger syringes makes it harder to push the medication when they could get by with a smaller syringe. Please let me know if there is any way to get out old supplies back. In the 10 years I have worked here, I have never had any issues with supplied until now.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 19 march, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe and needle separated during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the medication is hard to draw and the needles are not tightly secured to the syringes which has led to them separating. Event description per medwatch report states: I have noticed that all of our supplies have changed. The pre-packaged 3ml syringes used to come with 18 1 inch needles on them. The now come with 20 1 inch g. This makes it harder to drawn up the medications. The quality has gone down in these products as well. The needles could be a safety risk as some of them are not tight to the syringe. Also, when I have to change them to the 25 1 inch, after I draw them up, I sometimes end up throwing away the entire syringe because the new needle top doesn¿t lock in tight to the teeth of the syringe, therefore wasting meds and supplies. I double check all of the for tightness before giving them to the providers to use, however, my worry is if they give the injection and the top comes off of the needle doesn¿t stay on tight, it could harm the patient and/or cause needle sticks to the provider. The other issue is that there are no longer any 5ml or 10ml syringes. There are not only 3ml, 6ml, 12ml syringes. The providers are not happy with this change either. Using the bigger syringes makes it harder to push the medication when they could get by with a smaller syringe. Please let me know if there is any way to get out old supplies back. In the 10 years I have worked here, I have never had any issues with supplied until now.